Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic surgery, the needle broke and fell into the cavity of the patient. An x-ray was performed to locate the needle tip but the broken needle tip was not found. The surgical time was extended for 30 minutes or more.